Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 3.2 not on bus. A field service engineer (fse) secured the barcode scanner cable using a zip tie to prevent intermittent disconnections. Corrective actions were then applied to all tower door latch column assemblies, as the specific faulty door could not be identified. The station was powered on and tested in the hardware test application, confirming proper functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was failing and did not recover, and the scanner also appeared to be shorting out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.